Manufacturer narrative:
Additional information: clinical review: a 71-year-old male patient, who was being treated for acute myocardial infarction complicated by cardiogenic shock, developed concerns for possible hemolysis as repeated blood samples were hemolyzed despite echocardiographic confirmation that the pump remained in an appropriate position. No lab values confirming hemolysis are documented. No further information is available regarding the clinical impact of the suspected hemolysis on the patient.it is documented that ultimately care was withdrawn and the patient died. The initial complaint concerned patient injury/hemolysis. Based on the information available, the impella cp will be coded for hemolysis and conservatively for death as outcome. Based on the available information, there is no evidence indicating that the impella device contributed to or caused the patient¿s death. The patient was being treated for severe underlying conditions, specifically acute myocardial infarction complicated by cardiogenic shock, both of which carry a high inherent risk of mortality independent of mechanical circulatory support. Although the provider reported concerns for possible hemolysis due to repeatedly hemolyzed blood samples, no clinical information was available to confirm true hemolysis or to establish any negative health impact on the patient. Additionally, echocardiographic assessment confirmed that the impella device was positioned appropriately, and no performance deficit was reported. Therefore, the death is most likely attributable to the patient¿s critical cardiac disease state and subsequent withdrawal of care, rather than to the impella device.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, there were concerns for hemolysis and there lab draws are hemolyzing. Pump appears in good position on echocardiogram.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in b1 (event type) to accurately reflect [injury/malfunction/death classification]. H6 investigation: type, findings, and conclusion codes were updated accordingly based on the completed investigation. The device was not returned.

Manufacturer narrative:
B2: added death and death date. H1: added death. H6: added code f02.